Event description:
During surgery the surgeon was not able to remove the bar from the sleeve and use the device. Surgery was delayed for approx 1 hr while a replacement was secured. Surgery resumed without further incident and there was no negative implact to the pt.